Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the complaint could not be determined. The caregiver did not know the cause of the alarm; there were no loose connections, disconnections or defects on any of the supplies. The batch review was performed on associated lot (h10c14037) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained the alarm to the caregiver (cg) and assisted with troubleshooting. The tsr advised the cg that therapy had ended and would need to start over with new supplies. The tsr assisted the cg to retrieve the cassette and the cg would start over with new supplies. No patient injury or medical intervention was reported. During a follow up with the cg, it was revealed that the issue was resolved, but the cg did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on any of the supplies. The cg confirmed that the hp did not have any injury or harm as a result of this incident. Per cg, the hp is doing fine and continuing therapy without issues. The cg stated that the supplies were discarded, and he did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.